Event description:
It was reported that the deceased was found wrapped in the back of a truck and left in a (B)(6) parking lot on (B)(6) 2012. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Model: 1882tc/52, (B)(4). (B)(6.) Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial 10.0cm long, proximal portion of the lead was returned. Electrical tests of the returned piece indicated normal characteristics. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.